Manufacturer narrative:
Device discarded by customer. The impella cp optical pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported an (B)(6) female patient had impella cp optical pump inserted in the left groin with no issues. The patient was diagnosed with hemolysis by hemolyzed labs. As treatment the pump was removed.